Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("very heavy bleeding"), b-cell lymphoma stage iii ("stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation") and pyelonephritis ("cystitis with a few episodes of pyelonephritis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy". The patient's past medical history included parity 2 (patient had two children), contraceptive implant from 2007 to 2008, patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in (B)(6) 2008.), menorrhagia, mucosal membrane hyperplasia, allergy to metals in 2002, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)) and nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In 2002. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion "). In 2015, the patient experienced arthralgia ("incapacitating joint pain in the left hip") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, thyroid mass ("small nodule on the right lobe of the thyroid"), cervicitis ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue "), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood chromium increased ("the concentrations of chrome, nickel and titanium were particularly high"), blood test abnormal ("the concentrations of chrome, nickel and titanium were particularly high"), cystitis ("cystitis with a few episodes of pyelonephritis") and pyelonephritis (seriousness criterion medically significant). The patient was hospitalized for 2 days. The patient was treated with ofloxacin (oflocet), ceftriaxone (rocephin), chemotherapeutics nos and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia was resolving, the hydrosalpinx, genital haemorrhage, thyroid mass, cervicitis, depressed mood, fatigue, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, back pain, joint effusion, blood chromium increased, blood test abnormal, cystitis and pyelonephritis outcome was unknown and the b-cell lymphoma stage iii had resolved. The reporter considered b-cell lymphoma stage iii to be unrelated to essure. The reporter considered arthralgia, back pain, blood chromium increased, blood test abnormal, cervicitis, cystitis, depressed mood, depression, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, oedema peripheral, osteoarthritis, pelvic pain, pyelonephritis and thyroid mass to be related to essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced on the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. She was able to walk normally. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. Diagnostic results: (B)(6) 2018: histological examination found that ¿the lymph node was entirely remodeled by tumoural proliferation.¿ stage-iii non-hodgkin¿s malignant large b-cell lymphoma was diagnosed with inguinal localization. Chemotherapy was started in early (B)(6) 2008. The patient responded well to the experimental treatment, leading to complete resolution of the disease. Histological examination on the operative specimen on (B)(6) 2017, essentially concluded to, as concerns the right uterine tube: ¿congestive tubal wall with mild chronic inflammation in the presence of the metal implant.¿ the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-jul-2018 for the following meddra preferred terms: pelvic pain: (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / severe pain in the right pelvic area'), device breakage ('significant quantity of tin debris were found in the fallopian tube'), salpingitis ('congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert.'), hydrosalpinx ('hydrosalpinx'), genital haemorrhage ('very heavy bleeding'), pyelonephritis ('cystitis with a few episodes of pyelonephritis') and diffuse large b-cell lymphoma stage iii ('stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's medical history included skin implant from 2007 to 2008, abdominoplasty in 2007, gastroplasty in 2005, nickel sensitivity (she had been diagnosed with allergy to nickel as early as january 2002.) In 2002, parity 2 (patient had two children), patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), urticaria and obesity. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy menstrual periods"). In 2009, the patient experienced back pain ("lumbar pain"). In february 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion"). In november 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015, the patient experienced arthralgia ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprainl") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue"), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), post procedural discomfort ("insertion of the inserts was very unpleasant"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders") and anxiety ("anxiety") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), blood heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ceftriaxone sodium (rocephine), chemotherapeutics, ofloxacin (oflocet) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and musculoskeletal pain was resolving, the device breakage, salpingitis, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, fatigue, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, back pain, joint effusion, blood chromium increased, blood heavy metal increased, blood disorder, cystitis, menorrhagia, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, post procedural discomfort, sleep disorder and anxiety outcome was unknown and the diffuse large b-cell lymphoma stage iii had resolved. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, ligament sprain and uterine leiomyoma to be unrelated to essure. The reporter considered anxiety, arthralgia, back pain, blood chromium increased, blood disorder, blood heavy metal increased, cervix inflammation, cystitis, depressed mood, depression, device breakage, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, menorrhagia, musculoskeletal pain, oedema peripheral, osteoarthritis, pelvic pain, post procedural discomfort, pyelonephritis, salpingitis, sleep disorder and thyroid mass to be related to essure. The reporter commented: essure insertion procedure on (B)(6) 2008 : the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced on the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. She was able to walk normally. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. The patient had to be fitted with prosthesis in mid-year 2017. Physician's medical record: significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. Examination showed mainly fragments of tin. However, possible overload in nanoparticules of nickel, chromium or titanium can not be excluded. It can be affirmed that there is a causal relationship between erosion of the inserts in the part of the inserts containing tin and the inflammation of fallopian tube and of horns experienced by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): alpha 1 globulin (2.1 - 3.5 g/l) - on 24-apr-2015: 4.1 g/l; on 27-apr-2015: 5.1 g/l; on 01-jun-2015: 3.8 g/l. Alpha 2 globulin (5.1 - 8.5 g/l) - on 24-apr-2015: 10.4 g/l; on 01-jun-2015: 9.4 g/l. Computerised tomogram - on 10-may-2012: absence of abnormalities suggestive of tumour re-progression. Histology - on an unknown date: adenomyosis and a hyalinised leiomyoma; on 28-oct-2008: histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma; on 30-mar-2017: right uterine tube: congestive tubal wall with mild chronic inflammation in the presence of the metal implant. Hysteroscopy - on 28-oct-2008: with laparoscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Monocyte count (0.200 - 0.800 giga/l) - on 24-apr-2015: 0.825 giga/l. Pathology test - on an unknown date: mineralogical examination in situ of paraffin-embedded tissue block of one fallopian tube biopsy and of one uterine horn biopsy: it was found in the fallopian tube: 101 components of tin, 18 of snag, 12 of calcium phosphate. It was found in the uterine horn: 78 components of tin, 19 of snag, 7 of snti, 5 of calcium phosphate, 3 of tin oxide, 2 of snni, 2 of steel, 2 of aluminosilicate, 1 of silicium, 1 of calcium oxide, 1 of snpt. Significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. The examination showed mainly fragments of tin. However, possible overload in nanoparticules of nickel, chromium or titanium can not be excluded; on 19-nov-2008: bone marrow sample: absence of bone marrow invasion by otherwise known large b-cell lymphoma. Platelet count (150 - 400 giga/l) - on 24-apr-2015: 425 giga/l; on 01-jun-2015: 425 giga/l; on 30-mar-2017: 430 giga/l. Positron emission tomogram - on 20-nov-2008: strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy; possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement. Smear cervix - on 21-jul-2009: infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. Ultrasound thyroid - on 02-apr-2010: normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. X-ray - on 01-jun-2015: x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femurshowed no bone or joint abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2019: follow-up from attorney via legal department. Reporter submitted official medical record indicating physician suspected a probable causal relationship between essure and inflammation of fallopian tube and of horns. Event "erosion of the inserts in the part of the inserts containing tin " added, FDA codes updated, lap data updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / severe pain in the right pelvic area"), salpingitis ("congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert."), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("very heavy bleeding"), pyelonephritis ("cystitis with a few episodes of pyelonephritis") and diffuse large b-cell lymphoma stage iii ("stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's medical history included parity 2 (patient had two children), skin implant from 2007 to 2008, patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), nickel sensitivity (she had been diagnosed with allergy to nickel as early as january 2002.) In 2002, urticaria, gastroplasty in 2005, abdominoplasty in 2007 and obesity. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. On (B)(6)2008, the patient had essure inserted. In august 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy menstrual periods"). In 2009, the patient experienced back pain ("lumbar pain"). In february 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion "). In november 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015, the patient experienced arthralgia ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprainl") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue "), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), post procedural discomfort ("insertion of the inserts was very unpleasant"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders") and anxiety ("anxiety") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), blood heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ceftriaxone sodium (rocephine), chemotherapeutics nos, ofloxacin (oflocet) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, arthralgia and musculoskeletal pain was resolving, the salpingitis, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, fatigue, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, back pain, joint effusion, blood chromium increased, blood heavy metal increased, blood disorder, cystitis, menorrhagia, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, post procedural discomfort, sleep disorder and anxiety outcome was unknown and the diffuse large b-cell lymphoma stage iii had resolved. The reporter considered anxiety, arthralgia, back pain, blood chromium increased, blood disorder, blood heavy metal increased, cervix inflammation, cystitis, depressed mood, depression, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, menorrhagia, musculoskeletal pain, oedema peripheral, osteoarthritis, pelvic pain, post procedural discomfort, pyelonephritis, sleep disorder and thyroid mass to be related to essure. The reporter provided no causality assessment for salpingitis with essure. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, ligament sprain and uterine leiomyoma to be unrelated to essure. The reporter commented: essure insertion procedure on(B)(6)2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced on the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6)2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6)2017 and went well. After removal procedure, the patient had considerably less pain in the hip. She was able to walk normally. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. The patient had to be fitted with prosthesis in mid-year 2017. Diagnostic results (normal ranges are provided in parenthesis if available): alpha 1 globulin (2.1 - 3.5 g/l) - on (B)(6)2015: 4.1 g/l; on (B)(6)2015: 5.1 g/l; on (B)(6)2015: 3.8 g/l. Alpha 2 globulin (5.1 - 8.5 g/l) - on (B)(6)2015: 10.4 g/l; on (B)(6)2015: 9.4 g/l. Monocyte count (0.200 - 0.800 giga/l) - on(B)(6)2015: 0.825 giga/l. Platelet count (150 - 400 giga/l) - on (B)(6)2015: 425 giga/l; on (B)(6)2015: 425 giga/l; on (B)(6) 2017: 430 giga/l. Diagnostic results: (B)(6)2008 laparoscopy and hysteroscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma. (B)(6)2008, cervical spine and thoracic-abdominal-pelvic CT-scan, performed for staging of lymphoma discovered on inguinal adenopathy, biopsied, concluded to swollen left submandibular and pre-aortic lymph nodes, measuring less than 1 cm, and right ovarian cyst (to be confirmed on ultrasound) but no other abnormalities outside the area explored and biopsied in right inguinal region. On (B)(6)2008, pathological histology report on bone marrow sample for staging of large b-cell lymphoma, discovered on isolated right inguinal adenopathy, concluded to the absence of bone marrow invasion by otherwise known large b-cell lymphoma in this patient. On (B)(6)2008, the patient underwent fdg pet-scan for pre-treatment staging of large b-cell lymphoma, discovered on right inguinal adenopathy. It was concluded to strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy. In so far as the latter image could change the staging, histological check was advised. No other significant abnormalities were seen on the examination, apart from possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement was present. On (B)(6)2009, cytology examination on cervical smear test with satisfactory specimen quality found infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. On (B)(6)2010, a small nodule, apparently banal, was present on the right lobe of the thyroid. On (B)(6)2010, thyroid ultrasound, performed for monitoring of lymphoma and after discovery of thyroid nodule on CT-scan, concluded to normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. On (B)(6)2012, thoracic-abdominal-pelvic CT-scan for follow-up on lymphoma in complete regression concluded to absence of abnormalities suggestive of tumour re-progression. Examination was normal. On (B)(6)2015, the patient consulted in emergency. In november 2014, she had experienced a fall with ankle sprain, which will recover well, however she had since developed left hip discomfort. Physical examination found a limp in her left lower limb. Heel-to-toe walk test was possible. Spine was freely mobilized. Neurological examination was normal. Examination of left hip was markedly hindered by pain, notably on rotations with hip flexion deformity. MRI did not show any fracture of the hip that might require surgical repair. Intra-articular effusion waspresent bilaterally, more marked on the left, as well as mild degenerative lesions. No precise diagnosis was put forward. CT-guided knee arthrocentesis was advised. There was no fever or concomitant infectious status, so emergency procedure was not required. No correlation with the lymphoma or with the chemotherapy was suspected. In the meanwhile, the patient walked with two canes and was prescribed with oxynorm drops for more effective pain relief. On (B)(6)2015, x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femur showed no bone or joint abnormalities. Histological examination found adenomyosis and a hyalinised leiomyoma. (B)(6)2018: histological examination found that ¿the lymph node was entirely remodeled by tumoural proliferation.¿ stage-iii non-hodgkin¿s malignant large b-cell lymphoma was diagnosed with inguinal localization. Chemotherapy was started in early december 2008. The patient responded well to the experimental treatment, leading to complete resolution of the disease. Histological examination on the operative specimen on(B)(6)2017, essentially concluded to, as concerns the right uterine tube: ¿congestive tubal wall with mild chronic inflammation in the presence of the metal implant.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: the insertion of the inserts was very unpleasant. The patient experienced joint and muscle pain; sleep disorders and anxiety. After removal of essure, pain was resolving except in left hip. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / severe pain in the right pelvic area'), device breakage ('significant quantity of tin debris were found in the fallopian tube'), salpingitis ('congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert.'), hydrosalpinx ('hydrosalpinx'), genital haemorrhage ('very heavy bleeding'), pyelonephritis ('cystitis with a few episodes of pyelonephritis') and diffuse large b-cell lymphoma stage iii ('stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation') in a 40-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's medical history included edema quincke's in 2011, menopause on (B)(6) 2010, skin implant from 2007 to 2008, abdominoplasty in 2007, polypectomy on (B)(6) 2007, gastroplasty in 2005, nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In 2002, parity 2 (patient had two children), patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), urticaria, obesity, asthma, impetigo, appendectomy, cervical dysplasia, contact eczema and chemotherapy. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("insertion of the inserts was very unpleasant, extremely painful"). In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy menstrual periods"). In 2009, the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015, the patient experienced arthralgia ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprain") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue"), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), dysmenorrhoea ("pain during menstruation"), metrorrhagia ("metrorrhagia"), vulvovaginal dryness ("vaginal dryness"), disturbance in attention ("concentration disorders"), memory impairment ("memory disorder"), sciatica ("sciatalgia"), dyspareunia ("dyspareunia") and tooth loss ("teeth loosening, fitted with dental appliance") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), blood heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ceftriaxone sodium (rocephin), chemotherapeutics, ofloxacin (oflocet) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and musculoskeletal pain was resolving, the device breakage, salpingitis, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, fatigue, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, joint effusion, blood chromium increased, blood heavy metal increased, blood disorder, menorrhagia, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, procedural pain, anxiety, dysmenorrhoea, metrorrhagia, abdominal pain and tooth loss outcome was unknown, the diffuse large b-cell lymphoma stage iii, back pain, cystitis, sleep disorder, disturbance in attention, memory impairment, sciatica and dyspareunia had resolved and the vulvovaginal dryness had not resolved. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, ligament sprain and uterine leiomyoma to be unrelated to essure. The reporter considered abdominal pain, anxiety, arthralgia, back pain, blood chromium increased, blood disorder, blood heavy metal increased, cervix inflammation, cystitis, depressed mood, depression, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, oedema peripheral, osteoarthritis, pelvic pain, procedural pain, pyelonephritis, salpingitis, sciatica, sleep disorder, thyroid mass, tooth loss and vulvovaginal dryness to be related to essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced on the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. According to the expert: the patient experienced dyspareunia and vaginal dryness. Vaginal dryness is frequent especially during menopause. It is no possible to assess a certain causal relationship between these events and essure insertion. Causal relationship between lymphoma and essure is completely ruled out. Lumbar pain and coxarthrosis could not be considered related to essure. Hysterectomy can be considered certainly related to essure insertion. Functional permanent deficit: 6%, related to hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Alpha 1 globulin (2.1 - 3.5 g/l) - on (B)(6) 2015: 4.1 g/l; on (B)(6) 2015: 5.1 g/l; on (B)(6) 2015: 3.8 g/l. Alpha 2 globulin (5.1 - 8.5 g/l) - on (B)(6) 2015: 10.4 g/l; on (B)(6) 2015: 9.4 g/l. Computerised tomogram - on (B)(6) 2012: absence of abnormalities suggestive of tumour re-progression. Histology - on an unknown date: adenomyosis and a hyalinised leiomyoma; on (B)(6) 2008: histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma; on (B)(6) 2017: right uterine tube: congestive tubal wall with mild chronic inflammation in the presence of the metal implant. Hysteroscopy - on (B)(6) 2008: with laparoscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Monocyte count (0.200 - 0.800 giga/l) - on (B)(6) 2015: 0.825 giga/l. Pathology test - on an unknown date: mineralogical examination in situ of paraffin-embedded tissue block of one fallopian tube biopsy and of one uterine horn biopsy: it was found in the fallopian tube: 101 components of tin, 18 of snag, 12 of calcium phosphate. It was found in the uterine horn: 78 components of tin, 19 of snag, 7 of snti, 5 of calcium phosphate, 3 of tin oxide, 2 of snni, 2 of steel, 2 of aluminosilicate, 1 of silicium, 1 of calcium oxide, 1 of snpt. Significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. The examination showed mainly fragments of tin. However, possible overload in nanoparticles of nickel, chromium or titanium can not be excluded; on (B)(6) 2008: bone marrow sample: absence of bone marrow invasion by otherwise known large b-cell lymphoma. Platelet count (150 - 400 giga/l) - on (B)(6) 2015: 425 giga/l; on (B)(6) 2015: 425 giga/l; on (B)(6) 2017: 430 giga/l. Positron emission tomogram - on (B)(6) 2008: strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy; possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement. Smear cervix - on (B)(6) 2009: infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. Ultrasound thyroid - on (B)(6) 2010: normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. X-ray - on (B)(6) 2015: x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femur showed no bone or joint abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: expert report provided. History added and new events reported (metrorrhagia, dysmenorrhoea, abdominal pain, vaginal dryness, concentration disorders, memory impairment, sciatica, dyspareunia, tooth loss). Expert causality provided. The patient attributed a causal relationship between the following events and essure: lymphoma, thyroid nodule, cervical and uterine inflammation, repeated infections, lumbar pain, sleep disorders, low morale, asthenia, intense fatigue, hypercholesterolemia, vaginal dryness, lower limbs oedema, joint pain. Improvement of the following events was noticed after hysterectomy: asthenia, concentration disorders, memory disorders, sleep disorders, frequency of cystitis and of sciatalgia, lumbar pain, and dyspareunia. Vaginal dryness persisted. Amendment: assessment for event hydrosalpinx. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / severe pain in the right pelvic area"), salpingitis ("congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert."), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("very heavy bleeding "), diffuse large b-cell lymphoma stage iii ("stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation") and pyelonephritis ("cystitis with a few episodes of pyelonephritis") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's past medical history included parity 2 (patient had two children), skin implant from (B)(6) to (B)(6) , patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early (B)(6) .), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in (B)(6))), nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In (B)(6), urticaria, gastroplasty in (B)(6), abdominoplasty in (B)(6) and obesity. Previously administered products included for an unreported indication: mirena from (B)(6) to (B)(6) and copper iud from (B)(6) to (B)(6). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy menstrual periods"). In (B)(6) , the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion "). In (B)(6) 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In (B)(6) , the patient experienced arthralgia ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprain") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue "), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood chromium increased ("the concentrations of chrome, nickel and titanium were particularly high"), blood test abnormal ("the concentrations of chrome, nickel and titanium were particularly high / haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), pyelonephritis (seriousness criterion medically significant), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium") and leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ofloxacin (oflocet), ceftriaxone (rocephine), chemotherapeutics nos and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia was resolving, the salpingitis, hydrosalpinx, genital haemorrhage, thyroid mass, cervix inflammation, depressed mood, fatigue, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, back pain, joint effusion, blood chromium increased, blood test abnormal, cystitis, pyelonephritis, menorrhagia, adenomyosis, endometrial atrophy, leiomyoma, fall and ligament sprain outcome was unknown and the diffuse large b-cell lymphoma stage iii had resolved. The reporter considered arthralgia, back pain, blood chromium increased, blood test abnormal, cervix inflammation, cystitis, depressed mood, depression, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, menorrhagia, oedema peripheral, osteoarthritis, pelvic pain, pyelonephritis and thyroid mass to be related to essure. The reporter provided no causality assessment for salpingitis with essure. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, leiomyoma and ligament sprain to be unrelated to essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced on the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. She was able to walk normally. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): alpha 1 globulin (2.1 - 3.5 g/l) - on (B)(6) 2015: 4.1 g/l (elevated); on (B)(6) 2015: 5.1 g/l (elevated); on (B)(6) 2015: 3.8 g/l (elevated). Alpha 2 globulin (5.1 - 8.5 g/l) - on (B)(6) 2015: 10.4 g/l (elevated); on (B)(6) 2015: 9.4 g/l (elevated). Monocyte count (0.200 - 0.800 giga/l) - on (B)(6) 2015: 0.825 giga/l (elevated). Platelet count (150 - 400 giga/l) - on (B)(6) 2015: 425 giga/l (elevated); on (B)(6) 2015: 425 giga/l (elevated); on (B)(6) 2017: 430 giga/l (elevated). On (B)(6) 2008 laparoscopy and hysteroscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma. On (B)(6) 2008, cervical spine and thoracic-abdominal-pelvic CT-scan, performed for staging of lymphoma discovered on inguinal adenopathy, biopsied, concluded to swollen left submandibular and pre-aortic lymph nodes, measuring less than 1 cm, and right ovarian cyst (to be confirmed on ultrasound) but no other abnormalities outside the area explored and biopsied in right inguinal region. On (B)(6) 2008, pathological histology report on bone marrow sample for staging of large b-cell lymphoma, discovered on isolated right inguinal adenopathy, concluded to the absence of bone marrow invasion by otherwise known large b-cell lymphoma in this patient. On (B)(6) 2008, the patient underwent fdg pet-scan for pre-treatment staging of large b-cell lymphoma, discovered on right inguinal adenopathy. It was concluded to strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy. In so far as the latter image could change the staging, histological check was advised. No other significant abnormalities were seen on the examination, apart from possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement was present. On (B)(6) 2009, cytology examination on cervical smear test with satisfactory specimen quality found infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. On (B)(6) 2010, a small nodule, apparently banal, was present on the right lobe of the thyroid. On (B)(6) 2010, thyroid ultrasound, performed for monitoring of lymphoma and after discovery of thyroid nodule on CT-scan, concluded to normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. On (B)(6) 2012, thoracic-abdominal-pelvic CT-scan for follow-up on lymphoma in complete regression concluded to absence of abnormalities suggestive of tumour re-progression. Examination was normal. On (B)(6) 2015, the patient consulted in emergency. In (B)(6) 2014, she had experienced a fall with ankle sprain, which will recover well, however she had since developed left hip discomfort. Physical examination found a limp in her left lower limb. Heel-to-toe walk test was possible. Spine was freely mobilized. Neurological examination was normal. Examination of left hip was markedly hindered by pain, notably on rotations with hip flexion deformity. MRI did not show any fracture of the hip that might require surgical repair. Intra-articular effusion was present bilaterally, more marked on the left, as well as mild degenerative lesions. No precise diagnosis was put forward. CT-guided knee arthrocentesis was advised. There was no fever or concomitant infectious status, so emergency procedure was not required. No correlation with the lymphoma or with the chemotherapy was suspected. In the meanwhile, the patient walked with two canes and was prescribed with oxynorm drops for more effective pain relief. On (B)(6) 2015, x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femur showed no bone or joint abnormalities. Histological examination found adenomyosis and a hyalinised leiomyoma. On (B)(6) 2018: histological examination found that ¿the lymph node was entirely remodeled by tumoural proliferation.¿ stage-iii non-hodgkin¿s malignant large b-cell lymphoma was diagnosed with inguinal localization. Chemotherapy was started in early in (B)(6) 2008. The patient responded well to the experimental treatment, leading to complete resolution of the disease. Histological examination on the operative specimen on (B)(6) 2017, essentially concluded to, as concerns the right uterine tube: ¿congestive tubal wall with mild chronic inflammation in the presence of the metal implant.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: after follow-up, medical history updated, lab tests added and following were added as events: heavy menstrual periods, endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium, salpingitis (congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert.), fall and ligament sprain (ankle sprain following a fall). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / severe pain in the right pelvic area'), device breakage ('significant quantity of tin debris were found in the fallopian tube'), salpingitis ('congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert / inflammation of the fallopian tubes'), ovarian abscess ('ovary abscess'), hydrosalpinx ('hydrosalpinx'), pyelonephritis ('cystitis with a few episodes of pyelonephritis') and diffuse large b-cell lymphoma stage iii ('stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation') in a 53-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's medical history included edema quincke's in 2011, menopause on (B)(6) 2010, skin implant from 2007 to 2008, abdominoplasty in 2007, polypectomy on (B)(6) 2007, gastroplasty in 2005, nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In 2002, parity 2 (patient had two children), patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), urticaria, obesity, childhood asthma, impetigo, appendectomy, cervical dysplasia, contact eczema and chemotherapy. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. Past adverse reactions to the above products included menstruation irregular with mirena. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("insertion of the inserts was very unpleasant, extremely painful"). In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage ("very heavy bleeding / haemorrhage") and menorrhagia ("heavy menstrual periods"). In 2009, the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015, the patient experienced pain in hip ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprainl") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), ovarian abscess (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue"), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), dysmenorrhoea ("pain during menstruation"), metrorrhagia ("metrorrhagia"), vulvovaginal dryness ("vaginal dryness"), disturbance in attention ("concentrattion disorders"), memory impairment ("memory disorder"), sciatica ("sciatalgia"), dyspareunia ("dyspareunia"), loose tooth ("teeth loosening, fitted with dental appliance"), pain in elbow ("elbows pain"), pain in extremity ("thumbs pain"), muscle disorder ("muscle problems"), amnesia ("memory loss / loss of memory"), pain ("pain in various areas") and arthropathy ("joint problems") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), blood heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ceftriaxone sodium (rocephine), ofloxacin (oflocet), lormetazepam (noctamide) and surgery (patient was fitted with left total hip prosthesis in 2018 and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, pain in hip and musculoskeletal pain was resolving, the device breakage, salpingitis, ovarian abscess, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, joint effusion, blood chromium increased, blood heavy metal increased, blood disorder, menorrhagia, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, procedural pain, anxiety, dysmenorrhoea, metrorrhagia, abdominal pain, loose tooth, pain in elbow, pain in extremity, muscle disorder, amnesia, pain and arthropathy outcome was unknown, the diffuse large b-cell lymphoma stage iii, back pain, cystitis, sleep disorder, disturbance in attention, memory impairment, sciatica and dyspareunia had resolved and the vulvovaginal dryness had not resolved. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, ligament sprain and uterine leiomyoma to be unrelated to essure. The reporter considered abdominal pain, amnesia, anxiety, arthropathy, back pain, blood chromium increased, blood disorder, blood heavy metal increased, cervix inflammation, cystitis, depressed mood, depression, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, loose tooth, memory impairment, menorrhagia, metrorrhagia, muscle disorder, musculoskeletal pain, oedema peripheral, osteoarthritis, ovarian abscess, pain, pain in extremity, pain in hip, pelvic pain, procedural pain, pyelonephritis, salpingitis, sciatica, sleep disorder, thyroid mass, vulvovaginal dryness and pain in elbow to be related to essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced omn the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. Since essure placement she has experienced serious health problems. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. According to the expert: the patient experienced dyspareunia and vaginal dryness. Vaginal dryness is frequent especially during menopause. It is no possible to assess a certain causal relationship between these events and essure insertion. Causal relationship between lymphoma and essure is completely ruled out. Lumbar pain and coxarthrosis could not be considered related to essure. Hysterectomy can be considered certainly related to essure insertion. Functional permanent deficit: 6%, related to hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Alpha 1 globulin (2.1 - 3.5 g/l) - on (B)(6) 2015: 4.1 g/l; on (B)(6) 2015: 5.1 g/l; on (B)(6) 2015: 3.8 g/l. Alpha 2 globulin (5.1 - 8.5 g/l) - on (B)(6) 2015: 10.4 g/l; on (B)(6) 2015: 9.4 g/l. Computerised tomogram - on (B)(6) 2012: absence of abnormalities suggestive of tumour re-progression. Histology - on an unknown date: adenomyosis and a hyalinised leiomyoma; on (B)(6) 2008: histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma; on (B)(6) 2017: right uterine tube: congestive tubal wall with mild chronic inflammation in the presence of the metal implant. Hysteroscopy - on (B)(6) 2008: with laparoscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Monocyte count (0.200 - 0.800 giga/l) - on (B)(6) 2015: 0.825 giga/l. Pathology test - on an unknown date: mineralogical examination in situ of paraffin-embedded tissue block of one fallopian tube biopsy and of one uterine horn biopsy: it was found in the fallopian tube: 101 components of tin, 18 of snag, 12 of calcium phosphate. It was found in the uterine horn: 78 components of tin, 19 of snag, 7 of snti, 5 of calcium phosphate, 3 of tin oxide, 2 of snni, 2 of steel, 2 of aluminosilicate, 1 of silicium, 1 of calcium oxide, 1 of snpt. Significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. The examination showed mainly fragments of tin. However, possible overload in nanoparticules of nickel, chromium or titanium can not be excluded; on (B)(6) 2008: bone marrow sample: absence of bone marrow invasion by otherwise known large b-cell lymphoma. Platelet count (150 - 400 giga/l) - on (B)(6) 2015: 425 giga/l; on (B)(6) 2015: 425 giga/l; on (B)(6) 2017: 430 giga/l. Positron emission tomogram - on (B)(6) 2008: strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy; possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement. Smear cervix - on (B)(6) 2009: infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. Ultrasound thyroid - on (B)(6) 2010: normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. X-ray - on (B)(6) 2015: x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femurshowed no bone or joint abnormalities. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: the case (B)(4) was identified as duplicate case and was transferred to this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / severe pain in the right pelvic area'), device breakage ('significant quantity of tin debris were found in the fallopian tube'), salpingitis ('congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert.'), ovarian abscess ('ovary abscess'), hydrosalpinx ('hydrosalpinx'), pyelonephritis ('cystitis with a few episodes of pyelonephritis') and diffuse large b-cell lymphoma stage iii ('stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation') in a 40-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's medical history included edema quincke's in 2011, menopause on (B)(6) 2010, skin implant from 2007 to 2008, abdominoplasty in 2007, polypectomy on (B)(6) 2007, gastroplasty in 2005, nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In 2002, parity 2 (patient had two children), patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), urticaria, obesity, childhood asthma, impetigo, appendectomy, cervical dysplasia, contact eczema and chemotherapy. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. Past adverse reactions to the above products included menstruation irregular with mirena. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("insertion of the inserts was very unpleasant, extremely painful"). In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage ("very heavy bleeding") and menorrhagia ("heavy menstrual periods"). In 2009, the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015, the patient experienced pain in hip ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprainl") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), ovarian abscess (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue"), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), dysmenorrhoea ("pain during menstruation"), metrorrhagia ("metrorrhagia"), vulvovaginal dryness ("vaginal dryness"), disturbance in attention ("concentrattion disorders"), memory impairment ("memory disorder"), sciatica ("sciatalgia"), dyspareunia ("dyspareunia"), loose tooth ("teeth loosening, fitted with dental appliance"), pain in elbow ("elbows pain"), pain in extremity ("thumbs pain"), muscle disorder ("muscle problems ") and amnesia ("memory loss") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), blood heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ceftriaxone sodium (rocephine), ofloxacin (oflocet), lormetazepam (noctamide) and surgery (patient was fitted with left total hip prosthesis in 2018 and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, pain in hip and musculoskeletal pain was resolving, the device breakage, salpingitis, ovarian abscess, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, joint effusion, blood chromium increased, blood heavy metal increased, blood disorder, menorrhagia, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, procedural pain, anxiety, dysmenorrhoea, metrorrhagia, abdominal pain, loose tooth, pain in elbow, pain in extremity, muscle disorder and amnesia outcome was unknown, the diffuse large b-cell lymphoma stage iii, back pain, cystitis, sleep disorder, disturbance in attention, memory impairment, sciatica and dyspareunia had resolved and the vulvovaginal dryness had not resolved. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, ligament sprain and uterine leiomyoma to be unrelated to essure. The reporter considered abdominal pain, amnesia, anxiety, back pain, blood chromium increased, blood disorder, blood heavy metal increased, cervix inflammation, cystitis, depressed mood, depression, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, loose tooth, memory impairment, menorrhagia, metrorrhagia, muscle disorder, musculoskeletal pain, oedema peripheral, osteoarthritis, ovarian abscess, pain in extremity, pain in hip, pelvic pain, procedural pain, pyelonephritis, salpingitis, sciatica, sleep disorder, thyroid mass, vulvovaginal dryness and pain in elbow to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced omn the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. According to the expert: the patient experienced dyspareunia and vaginal dryness. Vaginal dryness is frequent especially during menopause. It is no possible to assess a certain causal relationship between these events and essure insertion. Causal relationship between lymphoma and essure is completely ruled out. Lumbar pain and coxarthrosis could not be considered related to essure. Hysterectomy can be considered certainly related to essure insertion. Functional permanent deficit: 6%, related to hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Alpha 1 globulin (2.1 - 3.5 g/l) - on (B)(6) 2015: 4.1 g/l; on (B)(6) 2015: 5.1 g/l; on (B)(6) 2015: 3.8 g/l. Alpha 2 globulin (5.1 - 8.5 g/l) - on (B)(6) 2015: 10.4 g/l; on (B)(6) 2015: 9.4 g/l. Computerised tomogram - on (B)(6) 2012: absence of abnormalities suggestive of tumour re-progression. Histology - on an unknown date: adenomyosis and a hyalinised leiomyoma; on (B)(6) 2008: histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma; on (B)(6) 2017: right uterine tube: congestive tubal wall with mild chronic inflammation in the presence of the metal implant. Hysteroscopy - on (B)(6) 2008: with laparoscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Monocyte count (0.200 - 0.800 giga/l) - on (B)(6) 2015: 0.825 giga/l. Pathology test - on an unknown date: mineralogical examination in situ of paraffin-embedded tissue block of one fallopian tube biopsy and of one uterine horn biopsy: it was found in the fallopian tube: 101 components of tin, 18 of snag, 12 of calcium phosphate. It was found in the uterine horn: 78 components of tin, 19 of snag, 7 of snti, 5 of calcium phosphate, 3 of tin oxide, 2 of snni, 2 of steel, 2 of aluminosilicate, 1 of silicium, 1 of calcium oxide, 1 of snpt. Significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. The examination showed mainly fragments of tin. However, possible overload in nanoparticules of nickel, chromium or titanium can not be excluded; on (B)(6) 2008: bone marrow sample: absence of bone marrow invasion by otherwise known large b-cell lymphoma. Platelet count (150 - 400 giga/l) - on (B)(6) 2015: 425 giga/l; on (B)(6) 2015: 425 giga/l; on (B)(6) 2017: 430 giga/l. Positron emission tomogram - on (B)(6) 2008: strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy; possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement. Smear cervix - on (B)(6) 2009: infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. Ultrasound thyroid - on (B)(6) 2010: normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. X-ray - on (B)(6) 2015: x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femurshowed no bone or joint abnormalities. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / severe pain in the right pelvic area'), device breakage ('significant quantity of tin debris were found in the fallopian tube'), salpingitis ('congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert.'), ovarian abscess ('ovary abscess'), hydrosalpinx ('hydrosalpinx'), pyelonephritis ('cystitis with a few episodes of pyelonephritis') and diffuse large b-cell lymphoma stage iii ('stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation') in a 40-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's medical history included edema quincke's in 2011, menopause on (B)(6) 2010, skin implant from 2007 to 2008, abdominoplasty in 2007, polypectomy on (B)(6) 2007, gastroplasty in 2005, nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In 2002, parity 2 (patient had two children), patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), urticaria, obesity, childhood asthma, impetigo, appendectomy, cervical dysplasia, contact eczema and chemotherapy. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. Past adverse reactions to the above products included menstruation irregular with mirena. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("insertion of the inserts was very unpleasant, extremely painful"). In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage ("very heavy bleeding") and menorrhagia ("heavy menstrual periods"). In 2009, the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015, the patient experienced pain in hip ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprainl") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), ovarian abscess (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue"), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), dysmenorrhoea ("pain during menstruation"), metrorrhagia ("metrorrhagia"), vulvovaginal dryness ("vaginal dryness"), disturbance in attention ("concentrattion disorders"), memory impairment ("memory disorder"), sciatica ("sciatalgia"), dyspareunia ("dyspareunia"), loose tooth ("teeth loosening, fitted with dental appliance"), pain in elbow ("elbows pain"), pain in extremity ("thumbs pain"), muscle disorder ("muscle problems ") and amnesia ("memory loss") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), blood heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ceftriaxone sodium (rocephine), ofloxacin (oflocet), lormetazepam (noctamide) and surgery (patient was fitted with left total hip prosthesis in 2018 and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, pain in hip and musculoskeletal pain was resolving, the device breakage, salpingitis, ovarian abscess, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, joint effusion, blood chromium increased, blood heavy metal increased, blood disorder, menorrhagia, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, procedural pain, anxiety, dysmenorrhoea, metrorrhagia, abdominal pain, loose tooth, pain in elbow, pain in extremity, muscle disorder and amnesia outcome was unknown, the diffuse large b-cell lymphoma stage iii, back pain, cystitis, sleep disorder, disturbance in attention, memory impairment, sciatica and dyspareunia had resolved and the vulvovaginal dryness had not resolved. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, ligament sprain and uterine leiomyoma to be unrelated to essure. The reporter considered abdominal pain, amnesia, anxiety, back pain, blood chromium increased, blood disorder, blood heavy metal increased, cervix inflammation, cystitis, depressed mood, depression, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, loose tooth, memory impairment, menorrhagia, metrorrhagia, muscle disorder, musculoskeletal pain, oedema peripheral, osteoarthritis, ovarian abscess, pain in extremity, pain in hip, pelvic pain, procedural pain, pyelonephritis, salpingitis, sciatica, sleep disorder, thyroid mass, vulvovaginal dryness and pain in elbow to be related to essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced omn the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. According to the expert: the patient experienced dyspareunia and vaginal dryness. Vaginal dryness is frequent especially during menopause. It is no possible to assess a certain causal relationship between these events and essure insertion. Causal relationship between lymphoma and essure is completely ruled out. Lumbar pain and coxarthrosis could not be considered related to essure. Hysterectomy can be considered certainly related to essure insertion. Functional permanent deficit: 6%, related to hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Alpha 1 globulin (2.1 - 3.5 g/l) - on (B)(6) 2015: 4.1 g/l; on (B)(6) 2015: 5.1 g/l; on (B)(6) 2015: 3.8 g/l. Alpha 2 globulin (5.1 - 8.5 g/l) - on (B)(6) 2015: 10.4 g/l; on (B)(6) 2015: 9.4 g/l. Computerised tomogram - on (B)(6) 2012: absence of abnormalities suggestive of tumour re-progression. Histology - on an unknown date: adenomyosis and a hyalinised leiomyoma; on (B)(6) 2008: histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma; on (B)(6) 2017: right uterine tube: congestive tubal wall with mild chronic inflammation in the presence of the metal implant. Hysteroscopy - on (B)(6) 2008: with laparoscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Monocyte count (0.200 - 0.800 giga/l) - on (B)(6) 2015: 0.825 giga/l. Pathology test - on an unknown date: mineralogical examination in situ of paraffin-embedded tissue block of one fallopian tube biopsy and of one uterine horn biopsy: it was found in the fallopian tube: 101 components of tin, 18 of snag, 12 of calcium phosphate. It was found in the uterine horn: 78 components of tin, 19 of snag, 7 of snti, 5 of calcium phosphate, 3 of tin oxide, 2 of snni, 2 of steel, 2 of aluminosilicate, 1 of silicium, 1 of calcium oxide, 1 of snpt. Significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. The examination showed mainly fragments of tin. However, possible overload in nanoparticules of nickel, chromium or titanium can not be excluded; on (B)(6) 2008: bone marrow sample: absence of bone marrow invasion by otherwise known large b-cell lymphoma. Platelet count (150 - 400 giga/l) - on (B)(6) 2015: 425 giga/l; on (B)(6) 2015: 425 giga/l; on (B)(6) 2017: 430 giga/l. Positron emission tomogram - on (B)(6) 2008: strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy; possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement. Smear cervix - on (B)(6) 2009: infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. Ultrasound thyroid - on (B)(6) 2010: normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. X-ray - on (B)(6) 2015: x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femurshowed no bone or joint abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: information updated: reporter added, events added: ovary abscess, muscle disorder and memory loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / severe pain in the right pelvic area"), salpingitis ("congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert."), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("very heavy bleeding"), pyelonephritis ("cystitis with a few episodes of pyelonephritis") and diffuse large b-cell lymphoma stage iii ("stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's past medical history included parity 2 (patient had two children), skin implant from 2007 to 2008, patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In 2002, urticaria, gastroplasty in 2005, abdominoplasty in 2007 and obesity. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy menstrual periods"). In 2009, the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion "). In (B)(6) 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015, the patient experienced arthralgia ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprain") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue "), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), blood heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ofloxacin (oflocet), ceftriaxone (rocephine), chemotherapeutics nos and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia was resolving, the salpingitis, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, fatigue, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, back pain, joint effusion, blood chromium increased, blood heavy metal increased, blood disorder, cystitis, menorrhagia, adenomyosis, endometrial atrophy, uterine leiomyoma, fall and ligament sprain outcome was unknown and the diffuse large b-cell lymphoma stage iii had resolved. The reporter considered arthralgia, back pain, blood chromium increased, blood disorder, blood heavy metal increased, cervix inflammation, cystitis, depressed mood, depression, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, menorrhagia, oedema peripheral, osteoarthritis, pelvic pain, pyelonephritis and thyroid mass to be related to essure. The reporter provided no causality assessment for salpingitis with essure. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, ligament sprain and uterine leiomyoma to be unrelated to essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced on the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. She was able to walk normally. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): alpha 1 globulin (2.1 - 3.5 g/l) - on (B)(6) 2015: 4.1 g/l (elevated); on (B)(6) 2015: 5.1 g/l (elevated); on (B)(6) 2015: 3.8 g/l (elevated) alpha 2 globulin (5.1 - 8.5 g/l) - on (B)(6) 2015: 10.4 g/l (elevated); on (B)(6) 2015: 9.4 g/l (elevated) monocyte count (0.200 - 0.800 giga/l) - on (B)(6) 2015: 0.825 giga/l (elevated) platelet count (150 - 400 giga/l) - on (B)(6) 2015: 425 giga/l (elevated); on (B)(6) 2015: 425 giga/l (elevated); on (B)(6) 2017: 430 giga/l (elevated). (B)(6) 2008 laparoscopy and hysteroscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma. (B)(6) 2008, cervical spine and thoracic-abdominal-pelvic CT-scan, performed for staging of lymphoma discovered on inguinal adenopathy, biopsied, concluded to swollen left submandibular and pre-aortic lymph nodes, measuring less than 1 cm, and right ovarian cyst (to be confirmed on ultrasound) but no other abnormalities outside the area explored and biopsied in right inguinal region. On (B)(6) 2008, pathological histology report on bone marrow sample for staging of large b-cell lymphoma, discovered on isolated right inguinal adenopathy, concluded to the absence of bone marrow invasion by otherwise known large b-cell lymphoma in this patient. On (B)(6) 2008, the patient underwent fdg pet-scan for pre-treatment staging of large b-cell lymphoma, discovered on right inguinal adenopathy. It was concluded to strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy. In so far as the latter image could change the staging, histological check was advised. No other significant abnormalities were seen on the examination, apart from possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement was present. On (B)(6) 2009, cytology examination on cervical smear test with satisfactory specimen quality found infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. On (B)(6) 2010, a small nodule, apparently banal, was present on the right lobe of the thyroid. On (B)(6) 2010, thyroid ultrasound, performed for monitoring of lymphoma and after discovery of thyroid nodule on CT-scan, concluded to normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. On (B)(6) 2012, thoracic-abdominal-pelvic CT-scan for follow-up on lymphoma in complete regression concluded to absence of abnormalities suggestive of tumour re-progression. Examination was normal. On (B)(6) 2015, the patient consulted in emergency. In november 2014, she had experienced a fall with ankle sprain, which will recover well, however she had since developed left hip discomfort. Physical examination found a limp in her left lower limb. Heel-to-toe walk test was possible. Spine was freely mobilized. Neurological examination was normal. Examination of left hip was markedly hindered by pain, notably on rotations with hip flexion deformity. MRI did not show any fracture of the hip that might require surgical repair. Intra-articular effusion was present bilaterally, more marked on the left, as well as mild degenerative lesions. No precise diagnosis was put forward. CT-guided knee arthrocentesis was advised. There was no fever or concomitant infectious status, so emergency procedure was not required. No correlation with the lymphoma or with the chemotherapy was suspected. In the meanwhile, the patient walked with two canes and was prescribed with oxynorm drops for more effective pain relief. On (B)(6) 2015, x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femur showed no bone or joint abnormalities. Histological examination found adenomyosis and a hyalinised leiomyoma. (B)(6) 2018: histological examination found that ¿the lymph node was entirely remodeled by tumoural proliferation.¿ stage-iii non-hodgkin¿s malignant large b-cell lymphoma was diagnosed with inguinal localization. Chemotherapy was started in early (B)(6) 2008. The patient responded well to the experimental treatment, leading to complete resolution of the disease. Histological examination on the operative specimen on (B)(6) 2017, essentially concluded to, as concerns the right uterine tube: ¿congestive tubal wall with mild chronic inflammation in the presence of the metal implant.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: coding correction: event "the concentrations of chrome, nickel and titanium were particularly high" was changed due to multiple concepts and coded separately. Event " haemopathy" was coded to blood disorder (updated blood tests abnormal). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / severe pain in the right pelvic area'), device breakage ('significant quantity of tin debris were found in the fallopian tube'), salpingitis ('congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert.'), hydrosalpinx ('hydrosalpinx'), genital haemorrhage ('very heavy bleeding'), pyelonephritis ('cystitis with a few episodes of pyelonephritis') and diffuse large b-cell lymphoma stage iii ('stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation') in a 40-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia". The patient's medical history included edema quincke's in 2011, menopause on (B)(6) 2010, skin implant from 2007 to 2008, abdominoplasty in 2007, polypectomy on (B)(6) 2007, gastroplasty in 2005, nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In 2002, parity 2 (patient had two children), patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), urticaria, obesity, childhood asthma, impetigo, appendectomy, cervical dysplasia, contact eczema and chemotherapy. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. Past adverse reactions to the above products included menstruation irregular with mirena. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("insertion of the inserts was very unpleasant, extremely painful"). In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy menstrual periods"). In 2009, the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015, the patient experienced pain in hip ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprainl") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue"), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), dysmenorrhoea ("pain during menstruation"), metrorrhagia ("metrorrhagia"), vulvovaginal dryness ("vaginal dryness"), disturbance in attention ("concentrattion disorders"), memory impairment ("memory disorder"), sciatica ("sciatalgia"), dyspareunia ("dyspareunia"), loose tooth ("teeth loosening, fitted with dental appliance"), pain in elbow ("elbows pain") and pain in extremity ("thumbs pain") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), blood heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalized for 2 days. The patient was treated with ceftriaxone sodium (rocephine), chemotherapeutics, ofloxacin (oflocet), lormetazepam (noctamide) and surgery (patient was fitted with left total hip prosthesis in 2018 and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, pain in hip and musculoskeletal pain was resolving, the device breakage, salpingitis, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, joint effusion, blood chromium increased, blood heavy metal increased, blood disorder, menorrhagia, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, procedural pain, anxiety, dysmenorrhoea, metrorrhagia, abdominal pain, loose tooth, pain in elbow and pain in extremity outcome was unknown, the diffuse large b-cell lymphoma stage iii, back pain, cystitis, sleep disorder, disturbance in attention, memory impairment, sciatica and dyspareunia had resolved and the vulvovaginal dryness had not resolved. The reporter considered adenomyosis, diffuse large b-cell lymphoma stage iii, endometrial atrophy, fall, ligament sprain and uterine leiomyoma to be unrelated to essure. The reporter considered abdominal pain, anxiety, back pain, blood chromium increased, blood disorder, blood heavy metal increased, cervix inflammation, cystitis, depressed mood, depression, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, loose tooth, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, oedema peripheral, osteoarthritis, pain in extremity, pain in hip, pelvic pain, procedural pain, pyelonephritis, salpingitis, sciatica, sleep disorder, thyroid mass, vulvovaginal dryness and pain in elbow to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced on the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. According to the expert: the patient experienced dyspareunia and vaginal dryness. Vaginal dryness is frequent especially during menopause. It is no possible to assess a certain causal relationship between these events and essure insertion. Causal relationship between lymphoma and essure is completely ruled out. Lumbar pain and coxarthrosis could not be considered related to essure. Hysterectomy can be considered certainly related to essure insertion. Functional permanent deficit: 6%, related to hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Alpha 1 globulin (2.1 - 3.5 g/l) - on (B)(6) 2015: 4.1 g/l; on (B)(6) 2015: 5.1 g/l; on (B)(6) 2015: 3.8 g/l. Alpha 2 globulin (5.1 - 8.5 g/l) - on (B)(6) 2015: 10.4 g/l; on (B)(6) 2015: 9.4 g/l. Computerised tomogram - on (B)(6) 2012: absence of abnormalities suggestive of tumour re-progression. Histology - on an unknown date: adenomyosis and a hyalinised leiomyoma; on (B)(6) 2008: histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma; on (B)(6) 2017: right uterine tube: congestive tubal wall with mild chronic inflammation in the presence of the metal implant. Hysteroscopy - on (B)(6) 2008: with laparoscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. Monocyte count (0.200 - 0.800 giga/l) - on (B)(6) 2015: 0.825 giga/l. Pathology test - on an unknown date: mineralogical examination in situ of paraffin-embedded tissue block of one fallopian tube biopsy and of one uterine horn biopsy: it was found in the fallopian tube: 101 components of tin, 18 of snag, 12 of calcium phosphate. It was found in the uterine horn: 78 components of tin, 19 of snag, 7 of snti, 5 of calcium phosphate, 3 of tin oxide, 2 of snni, 2 of steel, 2 of aluminosilicate, 1 of silicium, 1 of calcium oxide, 1 of snpt. Significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. The examination showed mainly fragments of tin. However, possible overload in nanoparticules of nickel, chromium or titanium can not be excluded; on (B)(6) 2008: bone marrow sample: absence of bone marrow invasion by otherwise known large b-cell lymphoma. Platelet count (150 - 400 giga/l) - on (B)(6) 2015: 425 giga/l; on (B)(6) 2015: 425 giga/l; on (B)(6) 2017: 430 giga/l. Positron emission tomogram - on (B)(6) 2008: strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy; possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement. Smear cervix - on (B)(6) 2009: infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. Ultrasound thyroid - on (B)(6) 2010: normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. X-ray - on (B)(6) 2015: x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femurshowed no bone or joint abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Information added: event "thumbs and elbows pain¿, treatment drug, treatment for coxarthrosis, outcome updated for fatigue. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("very heavy bleeding"), diffuse large b-cell lymphoma stage iii ("stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation") and pyelonephritis ("cystitis with a few episodes of pyelonephritis") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent placement of the essure inserts, with concomitant endometrectomy". The patient's past medical history included parity 2 (patient had two children), contraceptive implant from 2007 to 2008, patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.), menorrhagia, mucosal membrane hyperplasia, allergy to metals in 2002, penicillin allergy, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)) and nickel sensitivity (she had been diagnosed with allergy to nickel as early as january 2002.) In 2002. Previously administered products included for an unreported indication: mirena from 2002 to 2007 and copper iud from 2001 to 2002. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced back pain ("lumbar pain"). In (B)(6) 2012, the patient experienced impaired work ability ("syndrome of professional exhaustion "). In 2015, the patient experienced arthralgia ("incapacitating joint pain in the left hip") and joint effusion ("intra-articular effusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diffuse large b-cell lymphoma stage iii (seriousness criterion medically significant) with lymphadenopathy, thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue "), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood chromium increased ("the concentrations of chrome, nickel and titanium were particularly high"), blood test abnormal ("the concentrations of chrome, nickel and titanium were particularly high"), cystitis ("cystitis with a few episodes of pyelonephritis") and pyelonephritis (seriousness criterion medically significant). The patient was hospitalized for 2 days. The patient was treated with ofloxacin (oflocet), ceftriaxone (rocephine), chemotherapeutics nos and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia was resolving, the hydrosalpinx, genital haemorrhage, thyroid mass, cervix inflammation, depressed mood, fatigue, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, back pain, joint effusion, blood chromium increased, blood test abnormal, cystitis and pyelonephritis outcome was unknown and the diffuse large b-cell lymphoma stage iii had resolved. The reporter considered diffuse large b-cell lymphoma stage iii to be unrelated to essure. The reporter considered arthralgia, back pain, blood chromium increased, blood test abnormal, cervix inflammation, cystitis, depressed mood, depression, fatigue, genital haemorrhage, hydrosalpinx, hypercholesterolaemia, impaired work ability, joint effusion, limb discomfort, oedema peripheral, osteoarthritis, pelvic pain, pyelonephritis and thyroid mass to be related to essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced on the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. She was able to walk normally. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. Diagnostic results: (B)(6) 2018: histological examination found that ¿the lymph node was entirely remodeled by tumoural proliferation.¿ stage-iii non-hodgkin¿s malignant large b-cell lymphoma was diagnosed with inguinal localization. Chemotherapy was started in early (B)(6) 2008. The patient responded well to the experimental treatment, leading to complete resolution of the disease. Histological examination on the operative specimen on (B)(6) 2017, essentially concluded to, as concerns the right uterine tube: ¿congestive tubal wall with mild chronic inflammation in the presence of the metal implant.¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / severe pain in the right pelvic area"), device breakage ("significant quantity of tin debris were found in the fallopian tube"), salpingitis ("congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert / inflammation of the fallopian tubes"), ovarian abscess ("ovary abscess"), hydrosalpinx ("hydrosalpinx"), pyelonephritis ("cystitis with a few episodes of pyelonephritis") and diffuse large b-cell lymphoma stage iii ("stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia"). The patient had a medical history of edema quincke's in 2011, menopause in 2010, polypectomy and abdominoplasty in 2007, skin implant from 2007 to 2008, gastroplasty in 2005, nickel sensitivity (she had been diagnosed with allergy to nickel as early as january 2002.) In 2002 and chemotherapy, contact eczema, cervical dysplasia, appendectomy, impetigo, childhood asthma, obesity, urticaria, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), penicillin allergy, mucosal membrane hyperplasia, menorrhagia, patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.) And parity 2 (patient had two children). Previously administered products included: copper iud and mirena. Past adverse reactions to the above products included: irregular menstrual cycles with mirena. On (B)(6) 2008, the patient had essure inserted. On (B)(6)2008, the day of essure insertion, she experienced procedural pain ("insertion of the inserts was very unpleasant, extremely painful"). In august 2008 she experienced hydrosalpinx (seriousness criterion hospitalisation), genital haemorrhage ("very heavy bleeding / haemorrhage") and heavy menstrual bleeding ("heavy menstrual periods"). In 2009 she experienced back pain ("lumbar pain"). In february 2012 she experienced impaired work ability ("syndrome of professional exhaustion"). On 12-jul-2012 she experienced abdominal pain ("abdominal pain"). In november 2014 she experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015 she experienced pain in hip ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprain") and joint effusion ("intra-articular effusion"). Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), salpingitis (seriousness criteria medically important and intervention required), ovarian abscess (seriousness criterion medically important), pyelonephritis (seriousness criterion medically important), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue"), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), arthromyalgia ("joint and muscle pain"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), dysmenorrhoea ("pain during menstruation"), intermenstrual bleeding ("metrorrhagia"), vulvovaginal dryness ("vaginal dryness"), disturbance in attention ("concentration disorders"), memory impairment ("memory disorder"), sciatica ("scatologia"), dyspareunia ("dyspareunia"), loose tooth ("teeth loosening, fitted with dental appliance"), pain in elbow ("elbows pain"), pain in extremity ("thumbs pain"), muscle disorder ("muscle problems"), amnesia ("memory loss / loss of memory"), pain ("pain in various areas"), arthropathy ("joint problems"), eye disorder ("eye or dermatological disorders"), skin disorder ("dermatological disorders"), nausea ("nausea"), headache ("headaches"), arrhythmia ("heart rhythm disorders"), asthenia ("asthenia"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning,") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically important) with lymphadenopathy, blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalised for 2 days (dates unknown). The patient was treated with oflocet [ofloxacin], rocephine (ceftriaxone sodium) and noctamide (lormetazepam) as well as surgery (total hysterectomy and bilateral salpingectomy and patient was fitted with left total hip prosthesis in 2018). At the time of the report, the pelvic pain, fatigue, pain in hip and arthromyalgia were resolving, the diffuse large b-cell lymphoma stage iii, back pain, cystitis, sleep disorder, disturbance in attention, memory impairment, sciatica and dyspareunia had resolved and the vulvovaginal dryness had not resolved. The outcomes for device breakage, salpingitis, ovarian abscess, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, joint effusion, blood chromium increased, heavy metal increased, blood disorder, heavy menstrual bleeding, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, procedural pain, anxiety, dysmenorrhoea, intermenstrual bleeding, abdominal pain, loose tooth, arthralgia, pain in extremity, muscle disorder, amnesia, pain, arthropathy, eye disorder, skin disorder, nausea, headache, arrhythmia, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal pain, amnesia, anxiety, arrhythmia, pain in hip, arthromyalgia, pain in elbow, arthropathy, asthenia, back pain, blood chromium increased, blood disorder, cervix inflammation, cystitis, depressed mood, depression, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, ear, nose and throat disorder, eye disorder, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, heavy metal increased, hydrosalpinx, hypercholesterolaemia, impaired work ability, intermenstrual bleeding, joint effusion, limb discomfort, loose tooth, memory impairment, metal poisoning, muscle disorder, nausea, oedema peripheral, osteoarthritis, ovarian abscess, pain, pain in extremity, pelvic pain, procedural pain, pyelonephritis, salpingitis, sciatica, skin disorder, sleep disorder, thyroid mass and vulvovaginal dryness to be related to essure administration but saw no causal relationship between diffuse large b-cell lymphoma stage iii, adenomyosis, endometrial atrophy, uterine leiomyoma, fall or ligament sprain and essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced omn the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalization report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. Since essure placement she has experienced serious health problems. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. According to the expert: the patient experienced dyspareunia and vaginal dryness. Vaginal dryness is frequent especially during menopause. It is no possible to assess a certain causal relationship between these events and essure insertion. Causal relationship between lymphoma and essure is completely ruled out. Lumbar pain and coxarthrosis could not be considered related to essure. Hysterectomy can be considered certainly related to essure insertion. Functional permanent deficit: 6%, related to hysterectomy. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure;. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.649 kg/sqm. [Alpha 1 globulin ( 2.1- 3.5 g/l)] on 24-apr-2015: 4.1 g/l; on 27-apr-2015: 5.1 g/l; on 01-jun-2015: 3.8 g/l [alpha 2 globulin ( 5.1- 8.5 g/l)] on 24-apr-2015: 10.4 g/l; on 01-jun-2015: 9.4 g/l [computerised tomogram] on 10-may-2012: absence of abnormalities suggestive of tumour re-progression [histology] on 28-oct-2008: histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma; on 30-mar-2017: right uterine tube: congestive tubal wall with mild chronic inflammation in the presence of the metal implant; (date unknown): adenomyosis and a hyalinised leiomyoma [hysteroscopy] on 28-oct-2008: with laparoscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present [monocyte count ( 0.200- 0.800 giga/l)] on 24-apr-2015: 0.825 giga/l [pathology test] on 19-nov-2008: bone marrow sample: absence of bone marrow invasion by otherwise known large b-cell lymphoma; (date unknown): mineralogical examination in situ of paraffin-embedded tissue block of one fallopian tube biopsy and of one uterine horn biopsy: it was found in the fallopian tube: 101 components of tin, 18 of snag, 12 of calcium phosphate. It was found in the uterine horn: 78 components of tin, 19 of snag, 7 of snti, 5 of calcium phosphate, 3 of tin oxide, 2 of snni, 2 of steel, 2 of aluminosilicate, 1 of silicium, 1 of calcium oxide, 1 of snpt. Significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. The examination showed mainly fragments of tin. However, possible overload in nanoparticules of nickel, chromium or titanium can not be excluded [platelet count ( 150- 400 giga/l)] on 24-apr-2015: 425 giga/l; on 01-jun-2015: 425 giga/l; on 30-mar-2017: 430 giga/l [positron emission tomogram] on 20-nov-2008: strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy; possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement [smear cervix] on 21-jul-2009: infection with human papillomavirus, manifesting clinically as flat exophytic condyloma [ultrasound thyroid] on 02-apr-2010: normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm [x-ray] on 01-jun-2015: x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femurshowed no bone or joint abnormalities quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events eye disorder, skin disorder, nausea, headaches, heart rhythm disorders, asthenia, ent disorders were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on 02-jul-2008. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) chronic pain / severe pain in the right pelvic area [pelvic pain female] , significant quantity of tin debris were found in the fallopian tube [device breakage] , congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert / inflammation of the fallopian tubes [chronic salpingitis] , ovary abscess [ovarian abscess] , hydrosalpinx [hydrosalpinx] , very heavy bleeding / haemorrhage [bleeding genital] , cystitis with a few episodes of pyelonephritis [pyelonephritis] , stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation [diffuse large b-cell lymphoma stage iii] , swollen lymph nodes in the groin painful on palpation, predominating in the right groin / inguinal adenopathy / right inguinal mass / lymphoma [inguinal lymph nodes enlarged] , small nodule on the right lobe of the thyroid [thyroid nodule] , inflammation of the uterine cervix [cervix inflammation] , episodes of very low morale [low mood] , episodes of very major fatigue [fatigue extreme] , syndrome of professional exhaustion [inability to work] , hypercholesterolaemia [hypercholesterolaemia] , mild lower limb oedema [oedema peripheral] , recurrent feeling of heaviness in legs [heaviness in limbs] , incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprainl [pain in hip] , bilateral coxarthrosis, predominating on the left [coxarthrosis] , depression [depression] , lumbar pain [lumbar pain] , intra-articular effusion [joint effusion] , the concentrations of chrome (the concentrations of chrome were particularly high) [chromium high] , nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high) [heavy metal nos high] , haemopathy [blood disorder nos] , cystitis with a few episodes of pyelonephritis [cystitis] , she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia [medical device monitoring error], heavy menstrual periods [heavy periods] , endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium [adenomyosis uteri] , endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium [endometrial atrophy] , endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium [uterine leiomyoma] , fall [fall] , ankle sprain following a fall [ankle sprain] , insertion of the inserts was very unpleasant, extremely painful [procedural pain] , joint and muscle pain [arthromyalgia] , sleep disorders [sleep disorder] , anxiety [anxiety] , pain during menstruation [pain menstrual] , metrorrhagia [metrorrhagia] , abdominal pain [abdominal pain] , vaginal dryness [vaginal dryness] , concentrattion disorders [concentration impairment], memory disorder [memory disturbance] , sciatalgia [sciatica] , dyspareunia [dyspareunia], teeth loosening, fitted with dental appliance [loose tooth] , elbows pain [pain in elbow] , thumbs pain [pain in thumb] , muscle problems [muscle disorder] , memory loss / loss of memory [memory loss] , pain in various areas [general body pain] , joint problems [joint disorder] , eye or dermatological disorders [eye disorder] , dermatological disorders [skin disorder] , nausea [nausea] , headaches [headache] , heart rhythm disorders [cardiac dysrhythmias] , asthenia [asthenia] , ent disorders [ear, nose and throat disorder] , she also experienced symptoms consistent with tin poisoning, [metal poisoning] , urinary tract pain [urinary tract pain] , burning sensation [burning sensation] , dizziness [dizziness] , impaired vision [visual impairment] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / severe pain in the right pelvic area"), device breakage ("significant quantity of tin debris were found in the fallopian tube"), salpingitis ("congestion of right uterine tube wall with mild chronic inflammation in the presence of a metallic insert / inflammation of the fallopian tubes"), ovarian abscess ("ovary abscess"), hydrosalpinx ("hydrosalpinx"), pyelonephritis ("cystitis with a few episodes of pyelonephritis") and diffuse large b-cell lymphoma stage iii ("stage-iii non-hodgkin¿s malignant large b-cell lymphoma with inguinal localisation") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("she underwent placement of the essure inserts, with concomitant endometrectomy / hysteroscopic endometrial resection due to menorrhagia"). The patient had a medical history of edema quincke's in 2011, menopause in 2010, polypectomy and abdominoplasty in 2007, skin implant from 2007 to 2008, gastroplasty in 2005, nickel sensitivity (she had been diagnosed with allergy to nickel as early as (B)(6) 2002.) In 2002 and chemotherapy, contact eczema, cervical dysplasia, appendectomy, impetigo, childhood asthma, obesity, urticaria, cesarean section (the patient had two children, both born by caesarean (most recent caesarean in 2001)), penicillin allergy, mucosal membrane hyperplasia, menorrhagia, patient-device incompatibility (as an example, she had bleeding during implant use. It was removed in early 2008.) And parity 2 (patient had two children). Previously administered products included: copper iud and mirena. Past adverse reactions to the above products included: irregular menstrual cycles with mirena. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the day of essure insertion, she experienced procedural pain ("insertion of the inserts was very unpleasant, extremely painful"). In (B)(6) 2008 she experienced hydrosalpinx (seriousness criterion hospitalisation), genital haemorrhage ("very heavy bleeding / haemorrhage") and heavy menstrual bleeding ("heavy menstrual periods"). In 2009 she experienced back pain ("lumbar pain"). In (B)(6) 2012 she experienced impaired work ability ("syndrome of professional exhaustion"). On (B)(6) 2012 she experienced abdominal pain ("abdominal pain"). In (B)(6) 2014 she experienced fall ("fall") and ligament sprain ("ankle sprain following a fall"). In 2015 she experienced pain in hip ("incapacitating joint pain in the left hip, primarily in the groin / left hip discomfort, following a fall with ankle sprainl") and joint effusion ("intra-articular effusion"). Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), salpingitis (seriousness criteria medically important and intervention required), ovarian abscess (seriousness criterion medically important), pyelonephritis (seriousness criterion medically important), lymphadenopathy ("swollen lymph nodes in the groin painful on palpation, predominating in the right groin / inguinal adenopathy / right inguinal mass / lymphoma"), thyroid mass ("small nodule on the right lobe of the thyroid"), cervix inflammation ("inflammation of the uterine cervix"), depressed mood ("episodes of very low morale"), fatigue ("episodes of very major fatigue"), hypercholesterolaemia ("hypercholesterolaemia"), oedema peripheral ("mild lower limb oedema"), limb discomfort ("recurrent feeling of heaviness in legs"), osteoarthritis ("bilateral coxarthrosis, predominating on the left"), depression ("depression"), blood disorder ("haemopathy"), cystitis ("cystitis with a few episodes of pyelonephritis"), adenomyosis ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), endometrial atrophy ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"), arthromyalgia ("joint and muscle pain"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), dysmenorrhoea ("pain during menstruation"), intermenstrual bleeding ("metrorrhagia"), vulvovaginal dryness ("vaginal dryness"), disturbance in attention ("concentrattion disorders"), memory impairment ("memory disorder"), sciatica ("sciatalgia"), dyspareunia ("dyspareunia"), loose tooth ("teeth loosening, fitted with dental appliance"), pain in elbow ("elbows pain"), pain in extremity ("thumbs pain"), muscle disorder ("muscle problems"), amnesia ("memory loss / loss of memory"), pain ("pain in various areas"), arthropathy ("joint problems"), eye disorder ("eye or dermatological disorders"), skin disorder ("dermatological disorders"), nausea ("nausea"), headache ("headaches"), arrhythmia ("heart rhythm disorders"), asthenia ("asthenia"), ear, nose and throat disorder ("ent disorders"), metal poisoning ("she also experienced symptoms consistent with tin poisoning,"), urinary tract pain ("urinary tract pain"), burning sensation ("burning sensation"), dizziness ("dizziness") and visual impairment ("impaired vision") and was found to have diffuse large b-cell lymphoma stage iii (seriousness criterion medically important), blood chromium increased ("the concentrations of chrome (the concentrations of chrome were particularly high)"), heavy metal increased ("nickel and titanium were particularly high (the concentrations of nickel and titanium were particularly high)") and uterine leiomyoma ("endometrial atrophy, minimal adenomyosis and a hyalinised leiomyoma of the myometrium"). The patient was hospitalised for 2 days (dates unknown). The patient was treated with oflocet [ofloxacin], rocephine (ceftriaxone sodium) and noctamide (lormetazepam) as well as surgery (total hysterectomy and bilateral salpingectomy and patient was fitted with left total hip prosthesis in 2018). At the time of the report, the pelvic pain, fatigue, pain in hip and arthromyalgia were resolving, the diffuse large b-cell lymphoma stage iii, back pain, cystitis, sleep disorder, disturbance in attention, memory impairment, sciatica and dyspareunia had resolved and the vulvovaginal dryness had not resolved. The outcomes for device breakage, salpingitis, ovarian abscess, hydrosalpinx, genital haemorrhage, pyelonephritis, thyroid mass, cervix inflammation, depressed mood, impaired work ability, hypercholesterolaemia, oedema peripheral, limb discomfort, osteoarthritis, depression, joint effusion, blood chromium increased, heavy metal increased, blood disorder, heavy menstrual bleeding, adenomyosis, endometrial atrophy, uterine leiomyoma, fall, ligament sprain, procedural pain, anxiety, dysmenorrhoea, intermenstrual bleeding, abdominal pain, loose tooth, arthralgia, pain in extremity, muscle disorder, amnesia, pain, arthropathy, eye disorder, skin disorder, nausea, headache, arrhythmia, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal pain, amnesia, anxiety, arrhythmia, pain in hip, arthromyalgia, pain in elbow, arthropathy, asthenia, back pain, blood chromium increased, blood disorder, burning sensation, cervix inflammation, cystitis, depressed mood, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear, nose and throat disorder, eye disorder, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, heavy metal increased, hydrosalpinx, hypercholesterolaemia, impaired work ability, intermenstrual bleeding, joint effusion, limb discomfort, loose tooth, lymphadenopathy, memory impairment, metal poisoning, muscle disorder, nausea, oedema peripheral, osteoarthritis, ovarian abscess, pain, pain in extremity, pelvic pain, procedural pain, pyelonephritis, salpingitis, sciatica, skin disorder, sleep disorder, thyroid mass, urinary tract pain, visual impairment and vulvovaginal dryness to be related to essure administration but saw no causal relationship between diffuse large b-cell lymphoma stage iii, adenomyosis, endometrial atrophy, uterine leiomyoma, fall or ligament sprain and essure. The reporter commented: essure insertion procedure on (B)(6) 2008: the operative report stated: visualisation of the uterine cavity and both tubal ostia. The endocervix was normal. The first essure device was easily introduced omn the right with three trailing spires. In the second step, endometrectomy was performed for menorrhagia. The mucosa was hyperplasic and was sent to pathological anatomy. In conclusion, bilateral sterilisation with essure. Endometrectomy with no problem. Patient assessment post-anaesthesia was good. Hospitalisation report stated: imaging showed fluid attenuation in the right adnexa, interpreted as hydrosalpinx, with no frank leucocytosis and crp at 25 following placement of the essure inserts on (B)(6) 2008. Since essure placement she has experienced serious health problems. In view of the patient¿s clinical status, in particular as concerns the chronic pain, and her proven allergy to nickel, it was decided to perform total hysterectomy and bilateral salpingectomy. The procedure was performed on (B)(6) 2017 and went well. After removal procedure, the patient had considerably less pain in the hip. A physician noted ¿less pain following removal of essure.¿ the concentrations of chrome, nickel and titanium were particularly high. Patient noted improvement in her state of health following removal of the devices. According to the expert: the patient experienced dyspareunia and vaginal dryness. Vaginal dryness is frequent especially during menopause. It is no possible to assess a certain causal relationship between these events and essure insertion. Causal relationship between lymphoma and essure is completely ruled out. Lumbar pain and coxarthrosis could not be considered related to essure. Hysterectomy can be considered certainly related to essure insertion. Functional permanent deficit: 6%, related to hysterectomy. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure. Implant removal date (as per sd): (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.649 kg/sqm. [Alpha 1 globulin ( 2.1- 3.5 g/l)] on (B)(6) 2015: 4.1 g/l; on (B)(6) 2015: 5.1 g/l; on (B)(6) 2015: 3.8 g/l. [Alpha 2 globulin ( 5.1- 8.5 g/l)] on (B)(6) 2015: 10.4 g/l; on (B)(6) 2015: 9.4 g/l. [Computerised tomogram] on (B)(6) 2012: absence of abnormalities suggestive of tumour re-progression. [Histology] on (B)(6) 2008: histopathological examination concluded to histological and immunohistochemical features consistent with large b-cell lymphoma; on (B)(6) 2017: right uterine tube: congestive tubal wall with mild chronic inflammation in the presence of the metal implant; (date unknown): adenomyosis and a hyalinised leiomyoma [hysteroscopy] on (B)(6) 2008: with laparoscopy: both tubal ostia were visualized with the inserts in place. No signs of salpingitis were present. [Monocyte count (0.200- 0.800 giga/l)] on (B)(6) 2015: 0.825 giga/l [pathology test] on (B)(6) 2008: bone marrow sample: absence of bone marrow invasion by otherwise known large b-cell lymphoma; (date unknown): mineralogical examination in situ of paraffin-embedded tissue block of one fallopian tube biopsy and of one uterine horn biopsy: it was found in the fallopian tube: 101 components of tin, 18 of snag, 12 of calcium phosphate. It was found in the uterine horn: 78 components of tin, 19 of snag, 7 of snti, 5 of calcium phosphate, 3 of tin oxide, 2 of snni, 2 of steel, 2 of aluminosilicate, 1 of silicium, 1 of calcium oxide, 1 of snpt. Significant quantity of tin debris were found in the fallopian tube tissue, including some of them measuring several tens of microns, responsible for cysts with inflammatory reaction. The examination showed mainly fragments of tin. However, possible overload in nanoparticules of nickel, chromium or titanium can not be excluded [platelet count (150- 400 giga/l)] on (B)(6) 2015: 425 giga/l; on (B)(6) 2015: 425 giga/l; on (B)(6) 2017: 430 giga/l. [Positron emission tomogram] on (B)(6) 2008: strong uptake of fdg in numerous right inguinal and iliac lymph nodes, as well as, apparently, right axillary adenopathy; possible uptake in epigastric region and right lumbar fossa. No visceral or bone involvement [smear cervix] on (B)(6) 2009: infection with human papillomavirus, manifesting clinically as flat exophytic condyloma. [Ultrasound thyroid] on (B)(6) 2010: normal volume of thyroid with fluid signal intensity of right thyroid cyst, measuring 8 mm. [X-ray] on (B)(6) 2015: x-ray of pelvis and left hip found bilateral hip osteoarthritis with overall joint space narrowing and a bone cyst on left acetabulum. Sacroiliac joints were normal. Minor joint disease of pubic symphysis was present. X-ray of left femurshowed no bone or joint abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new lawyer reporter, events: urinary tract pain, burning sensation, dizziness, impaired vision, reporter causality comment and cluster ID added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.